Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges leaked. A new cartridge was loaded resolving the issue. Customer's blood glucose level ranged between 250-400 mg/dl.